Event description:
The customer reported the device fails the opcheck 30% of the time. An energy select switch was ordered. No pt involvement was reported.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.